Event description:
It was reported clinicians report experiencing air-in-line alarms without visible air noted in the IV set. To troubleshoot, staff will close the roller clamp, remove the IV set from the pump module and ¿flick¿ the tubing or attach a syringe to distal port on the IV set and aspirate the fluid to remove the air. No patient harm reported. No other details provided. Cpc reviewed best practices for reducing air-in-line alarms, location of air-in-line detector, and IV set loading with clinicians.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the facility report regarding air-in-line (ail) alarms occurring without visible air in the IV set could not be confirmed during the investigation. No devices or records were returned for evaluation. An external and internal inspection could not be performed. There were no suspect devices/products returned for this investigation. However, based on follow-up communication, it was reported that clinical staff experienced air-in-line (ail) alarms without visible air in the IV set. To troubleshoot, staff closed the roller clamp, removed the IV set from the pump module, and either flicked the tubing or aspirated fluid through the distal port to remove potential air. A review of the system logs could not be performed since there were no devices or logs received for this investigation. Laboratory testing could not be performed, as no suspect devices were returned for this investigation. According to the air-in-line alarms the bd alaris¿ pump module tip sheet, when loading the administration set into the alaris¿ pump module, the tubing should be pushed firmly toward the back of the air-in-line detector. If it is not inserted far enough, the detector may sense air behind the tubing and trigger an alarm. Solutions should be allowed to warm to room temperature, if possible, as air bubbles may form when chilled solutions begin to warm. According to the alaris system user manual v12.5, in addition to proper tubing insertion, users should ensure that the tubing guide arm is present and functioning, as its absence can lead to nuisance alarms. The manual also reinforces the importance of warming cold solutions and following best practices to minimize air-in-line risks. There was patient involvement but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue of air-in-line (ail) alarms occurring without visible air in the IV set could not be determined, as no device or records were returned for investigation. However, the event may be related to IV set loading or tubing positioning. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported clinicians report experiencing air-in-line alarms without visible air noted in the IV set. To troubleshoot, staff will close the roller clamp, remove the IV set from the pump module and ¿flick¿ the tubing or attach a syringe to distal port on the IV set and aspirate the fluid to remove the air. No patient harm reported. No other details provided. Cpc reviewed best practices for reducing air-in-line alarms, location of air-in-line detector, and IV set loading with clinicians.